Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three clip appliers opened by the account. Instrument one was received partially fired with four clips remaining. Instrument two was received partially fired with eleven clips remaining. Instrument three was received partially fired with six clips remaining. Visual inspections of the instruments noted that one of the jaw legs were out of positions. The cams on the jaw legs were not aligned with the drivers. Instruments one and two were received inserted into a 5mm trocar. Functionally, the jaw legs were reset by aligning the cams with the drivers. The trocars were removed. The instruments were then applied to test media. The remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlocks engaged after all clips were dispensed to prevent the jaws from approximating. Product analysis suggests the products were used in a surgical procedure. Replication of the observed jaw leg condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Additional information provided by the reporter: the patient is doing fine and no adverse events where reported. The surgeon believes the issue was caused by the use of the device and not the device itself.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4).

Event description:
According to the reporter, after placing some clips, the jaws would no longer close, were in a crooked position and the instrument was difficult to remove from the trocar. To solve the issue, the trocar was removed and the procedure was converted to open. The product has not been re-sterilized prior to this incident. The surgery was extended more than 30 minutes. There was no unanticipated tissue loss or irreversible damage. No portion of the device fell into patient cavity.